Event description:
A malfunction occurred with the pump, displaying an error identified as malf 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions to reset the pump, and the customer successfully resolved the issue without recurrence.